Event description:
It was reported that during a thyroid procedure, the active blade broke; the part did not fall into the pt. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Date sent: 5/26/2010. Info anticipated, but unavailable at this time.